Event description:
The customer reported that following a diagnostic catheterization procedure in 1999, the pt developed claudication. A duplex doppler revealed a 2 x 2 mm mass protruding with increased blood flow in the common femoral artery. The pt's distal pulses were good so it was decided that the pt would be monitored and assessed weekly for any further complications.